Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken during quality inspection.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial med watch. Visual examination for the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product. The root cause is considered to be a previously addressed design issue.